Event description:
Customer reported experiencing high bgs (476mg/dl) while being ill an on prednisone for asthma. Customer reported that "bg's have still not come down" despite corrective boluses. Customer reported that the cannula was kinked, however, the pod did not initiate an alarm. Pod will be returned for evaluation.

Manufacturer narrative:
The product will not be returned to the manufacturer for evaluation. We are unable to confirm any product malfunction. No conclusion can be reached at this time. The customer stated that a kink was noted in the cannula. There was, however, no report of an occlusion alarm. The pod would have initiated an occlusion alarm if the flow of insulin was restricted/prevented by the kink and resulted in back pressure. The product user guide instructs the user to "check infusion site frequently for proper cannula placement". It also suggests that the user should check their blood glucose levels frequently in order to notice and react quickly an appropriately to any issues. The patient remedied the situation by removing and replacing the device per user instructions.